Event description:
Stem, head ball and poly liner were taken out. Cat and lots are not known because they were damaged or not readable upon being explanted. Revision of right hip was due to poly wear.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.